Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker exhibited a high, out-of-range pacing impedance measurement of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. The ra lead switched to unipolar due to the measurement. The ra lead was reprogrammed to bipolar, but then another switch occurred due to another out-of-range measurement. A signal artifact monitor (sam) episode was recorded and showed noise, and the minute ventilation (mv) sensor switched to the right ventricular (rv). Troubleshooting was performed, where noise was recreated on the ra lead. The noise was not oversensed and no pacing inhibition occurred. It was also noted there were inappropriate atr episodes stored due to far field oversensing of ventricular activity, also with no pacing inhibition on the ra lead. The physician reprogrammed the ra lead to unipolar pacing and bipolar sensing. The physician planned to monitor the lead in the remote monitoring system, as this pediatric patient already had a bowel operation and pic line procedure scheduled. No adverse patient effects were reported.